Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On approximately (B)(6) 2025, prior to going to bed, the patient¿s cgm was reading around 125-126 mg/dl with an arrow trending down. The cgm value continued to drop to 111 mg/dl, then 90 mg/dl, and then to 85 mg/dl. It was reported that the patient and his wife did take several bg meter comparisons during this time, but the specific values could not be recalled. The patient was wearing a tandem insulin pump. During this time, the patient consumed a total of 45 grams of carbohydrates, which included drinking two bottles of grape juice. This all occurred within 15-20 minutes. Following that, the patient¿s wife decided to give him a glucagon injection and then took him to the emergency room. The couldn¿t keep his eyes open, was falling asleep, and disoriented. The patient does recall taking his sensor off at this point, as he felt it was not reading accurately. The timeline of events is unclear, but at some point, the patient reported the bg meter was reading 20-30 points higher than the cgm value; a specific example was a cgm reading of 49 mg/dl and a bg meter reading of 79 mg/dl. There was no information on what medication or treatment the patient may have received in the emergency room. It was also not specified how long the patient was in the ER prior to discharge. Attempts to reach the patient for event clarification were unsuccessful. The patient was in ¿stable¿ condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time of the event. The reported example glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.